Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head, acetabular cup, and one bone screw. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reason for original complaint ¿ patient was revised to address migration of the cup into a vertical position. Update 3/23/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, vertical cup, metallosis, and while trying to remove the 45mm screw, it broke and was 1-2mm prominent. The part/lot information is being updated for the liner. The stem is being added for the alleged high metal ions (no labs provided dated before dor) and the 45mm screw is being added for being prominent. They were unable to remove the 45mm screw after the head broke off, so it was left in place. The complaint was updated on:4/6/2015.